Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 20 x 4.50 rebel stent was advanced to treat a lesion. However, during procedure, the physician noted that the stent struts were broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel balloon catheter. The balloon was tightly folded. There was blood in between balloon folds. The outer shaft, inner shaft, balloon, stent and tip were microscopically examined. There were numerous hypotube kinks. There was tip damage. There was stent damage. The stent was bent, flared, stretched, and overlapping. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 20 x 4.50 rebel stent was advanced to treat a lesion. However, during procedure, the physician noted that the stent struts were broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.